Event description:
Pt's (patient's) husband reported pt (patient) has been in the hospital for about 1 month to get a heart valve replacement. The valve was defective/restrictive, but the pt is not strong enough to have it replaced again. Pt's husband stated the inpatient pulmonologist advised the pt to stop uptravi, so pt has been without uptravi for over 1 week. Exact date of last dose was not provided. The inpatient doctor has now advised the pt should restart uptravi at 200 mcg bid and increase by 200 mcg weekly until goal dose of 1600 mcg is reached. This will be facilitated in the hospital. Date of admission, expected date of discharge, and expected length of stay for hospitalization were not reported. Unknown if specialist is aware. No additional information available. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to (B)(6) by: patient/caregiver.